Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient snagged the tubing on something when she got up and the catheter pulled out of the catheter connector. The luer lock came unscrewed and the patient's neighbor tried to assist in getting the pump running again. The pump was powered down and the line was clamped. There was no patient adverse event reported.